Event description:
The patient reported that they were not getting a good connection with their implantable neurostimulator (ins) when recharging. They tried recharging and repositioning the recharger antenna and they had poor coupling. The patient was seeing "2 circles" when trying to recharge and they had not felt stimulation since earlier on the day of the report. They were unable to communicate with the ins using other external devices. Their patient programmer needed batteries so they were going to replace the batteries and see if the patient programmer would connect to the ins. The patient was implanted for spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they thought their implantable neurostimulator (ins) was making the patient ¿forgetful.¿ it was stated the patient didn¿t feel that the device was making them forgetful, and they stated that their spouse suffered from ptsd. It was further reported that the patient couldn¿t get the stimulator working. It was confirmed that they couldn¿t get their ins to charge. The patient reported poor communication on the patient programmer and not being able to communicate with the recharger. It was stated the last time the patient felt stimulation was about 3 months ago and their last successful charge session was about 3 months ago. It was noted the patient had dementia, bipolar disorder, and paranoidism but was taking medications for all of it. The patient inquired if the spinal cord stimulation (scs) therapy had any effect on their brain waves that could be causing it. It was mentioned that the patient had postpartum depression 42 years ago, and they no longer had any of these symptoms. It was stated that their spouse thought they were ¿crazy.¿ it was also stated that the patient asked if the device wasn¿t working anymore if that meant they were going crazy. It was reviewed with the patient to keep up on charging sessions even if they weren¿t using the therapy. It was noted they spoke with a doctor, and they were doing alright.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.